Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material and a hole on the pebax's surface. Initially, it was reported that during the operation, error 106 was displayed on the carto 3 system after the first ablation. A second device was used to complete the operation. There was no adverse event reported. The force sensor issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 22-may-2024, there was a reddish material and a hole on the pebax's surface. This was assessed as MDR reportable with an awareness date of 22-may-2024.

Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. Visual inspection and screening tests of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. A screening test was performed and the device was recognized; however, the device could not be visualized since errors 105 and 106 appeared on the system due to open circuits on the tip area. A manufacturing record evaluation was performed for the finished device number lot 31137822l and no internal actions related to the complaint were found during the review. The force sensor error reported by the customer was confirmed due to the open circuit. The potential cause of the open circuit could not be conclusively determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) states: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter; when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).